Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) level was confirmed on b)(6) 2017. User made bolus request for .73 units of insulin without entering current bg level two and a half hours before low bg level was recorded, and the delivery was completed. Then user made bolus request with a low bg level of 66 mg/dl while still having .0787 units insulin on board (iob), and the delivery was completed. User often makes bolus requests without entering current bg level and still having insulin on board (iob). There were no erratic basal rare adjustments. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. There is no evidence of device malfunction.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was low. The cause of the low bg was not provided. The clinical diabetes educator did not see the low bg in the pump data. Multiple attempts were made to contact the customer's parent regarding this event; however, the contact did not reply to the requests. No additional information was provided regarding the event.